Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is inoperable.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.